Event description:
The physician was removing a 6-french sheath over the supracore wire to exchange it out for a short 6-french sheath. The sheath snapped twice and the physician was unable to retrieve the entire sheath. The vascular surgeon consulted and clamped the wire with the remainder of the sheath to pull out the remainder of the entire sheath successfully without any leftover foreign bodies. The angiograph was performed when a 7-french sheath for hemostasis was placed over the wire.======================manufacturer response for destination renal guiding sheath fr.6, (brand not provided) (per site reporter).======================none at this time.